Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. Review of the revision op notes demonstrated that the patient underwent revision due to pain and elevated metal ion levels. During the revision, corrosion at the left hip femoral head/neck junction, minimal effusion, necrosis of periarticular tissue were identified. Poly liner without significant wear. Acetabular component appeared well fixed and well positioned. Only the head was explanted and a new ceramic head was implanted. After final implants, the hip was reduced and brought through stable rom without evidence of impingement or instability. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04298, 0002648920 - 2019 - 00722, 0002648920 - 2019 - 00725, 0001822565 - 2019 - 04316.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00722.

Event description:
It was reported a patient had an initial left tha. Subsequently, the patient was revised approximately 8 year later due to elevated metal ion levels, pain, tissue necrosis, and in-vivo corrosion. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.